Event description:
The customer reported that during a hysterectomy they felt no energy going to the device although an end tone, indicating a completed seal cycle, was heard. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The incident device was returned, evaluated and found to function within spec. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.